Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received info from a third party service center alleging a ventilator was alarming. There was no harm or injury reported.